Manufacturer narrative:
Siemens has completed the investigation: the glucose sensor in question was found to be performing as expected. There were no system or sensor specific errors recorded in and around the sample in question. For the sample in question the datafiles for raw responses from the glucose sensor were not available for this investigation. The raw responses that were provided showed typical sensor performance. There is insufficient information to conduct a thorough root cause investigation for the observed discordant result. The rapidpoint instrument sn (B)(6) is operational.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The data files have been received for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant high glucose results on the rp 500 when compared to a non-siemens glucose meter. There is no report of injury due to this event.